Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead failed to sense during the implantation procedure. Lead was exchanged for a different one and the procedure was successfully completed. Patient had no consequences as a result of the procedure.

Manufacturer narrative:
Additional information: d10, h3, h6 analysis was normal. No anomalies were found.